Manufacturer narrative:
MFR received info from a distributor that there was a house fire allegedly involving an invacare concentrator. Serial number of alleged device indicates that the concentrator has been in use for almost 8 yrs. The device service and maintenance history is unk. No details of event were provided. Potential of user smoking cannot be ruled out at this time. Malfunction not confirmed. MDR filed as a conservative measure.

Event description:
The dealer alleges a house fire was attributed to a suspected electrical malfunction with the concentrator. No injury is alleged.